Event description:
It was reported that patient's husband requested the device be analyzed as implant only lasted 18 months when it should have lasted 3-5 years. At device replacement, surgeon noted device was flipped and both extensions were twisted multiple times, each looking almost like a braid. The device was able to be interrogated and there was no report over lifetime of the device that it could not be interrogated. Extensions were untwisted and a new a percept rc was interrogated. Impedances were normal at both pre-op and intra op. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2023; brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received form the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the implanting flipping and extensions being twisted wasn¿t determined.